Manufacturer narrative:
Additional information received that there was a small amount of bleeding at the time and it was resolved soon. No further treatment is required. Investigation summary: involved product that didn't give satisfaction was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1852692). Root causes are not identified. We will track this kind of event and monitor the trend. Please note for information that hedstroem files m-access 21mm 015 have a pointed tip. In consequence, these instruments must be handled with care before canal preparation to avoid any patient injury.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that hedstroem m-access 21mm 015 that was used in treatment of a patient, punctured the patient in the mouth which led to bleeding gums. Treatment was completed and patient had no discomfort.